Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "it was reported that incomplete gel separation was observed. Incomplete gel separation was observed. 4 incidences - occurred in both send-out centrifuge and the lab's chemistry centrifuge. Tubes were spun in either send out centrifuge or chemistry centrifuge. Both centrifuges were set to the correct speed and time. All tubes sat for a min of 30 min in an upright position before spun. All tubes, gel failed to migrate appropriately. (No complete gel barrier between cells and serum)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-04-16 h6: investigation summary bd received samples, and 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, functional testing was performed and no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier separation because the defect was not evident in the testing of the customer lot samples. Testing of both customer and control samples was acceptable. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "it was reported that incomplete gel separation was observed. Incomplete gel separation was observed. 4 incidences - occurred in both send-out centrifuge and the lab's chemistry centrifuge. Tubes were spun in either send out centrifuge or chemistry centrifuge. Both centrifuges were set to the correct speed and time. All tubes sat for a min of 30 min in an upright position before spun. All tubes, gel failed to migrate appropriately. (No complete gel barrier between cells and serum)."